Manufacturer narrative:
Batch review performed on 16 march 2020: lot 1906464: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Luxation few hours after the primary surgery. (Stem and the head dislocated from the liner and cup). Stem and liner were revised successfully the same day of primary surgery.